Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 570 mg/dl with large ketones that a healthcare professional deemed life threatening on (B)(6) 2025. Cause was unknown. The elevated bg resulted in edema and fluid retention as well as an allegation of their kidneys being affected (though no further details were provided). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate form of insulin therapy.